Event description:
It was reported that "bluetooth is off warning message" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).